Event description:
The event occurred on an unspecified date and involved a microclave¿ clear neutral connector where the customer reported that the device was leaking during patient use. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
Investigation summary received one (1) used mc100 microclave connected to one (1) used list #unknown 5 ml syringe for inspection. The microclave inner plug was found to be stuck down. The mc100 microclave was disassembled. The seal had excessive seal tearing that propagated through the side wall. The male lue of the syringe was measured and found to be compatible with microclaves. The reported complaint of leakage can be confirmed due to the damage found on the seal. The probable cause of the damage is due to access with an incompatible mating device. Although the returned syringe was compatible, it is unknown what other devices were used to access the microclave. The dfu states: "the microclave connector is compatible with luers with an internal diameter (ID) between .062 inch and .110 inch." A device history record review could not be conducted because no lot number(s) was/were identified.